Event description:
During a premature ventricular contraction procedure, an aortic dissection occurred. The ventricular extrasystole was mapped using the tactiflex se catheter. A map of the rvot was created in voxel mode. Since there was not good precision, the catheter was brought retrograde to map the lvot. It was requested to record the geometry from the beginning of the bar so the system was switched to navx mode. X-rays were also taken because there was difficulty inserting the tactiflex se catheter, due to the patients' anatomy. An sl0 sheath was used to support the tactiflex se catheter. The ensite x field frame was then removed as it disturbed the x-ray. The geometry and x-rays, with contrast medium, showed that there was a constriction. With the sl0 sheath, the tactiflex se catheter was able to be advanced easily. Shortly before the aortic arch high contact pressure of 85g occurred for a short time. There were then signals on the tactiflex se catheter even though it was in the aorta. Another x-ray was done with contrast medium and the patient expressed back pain. There was an unclear picture on the x-ray, however, an aortic dissection was suspected. The procedure was stopped, and the patient was sent for a CT scan that confirmed the aortic dissection. No ablation was performed. The patient is stable and has since recovered without intervention needed. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a premature ventricular contraction procedure, an aortic dissection occurred. The ventricular extrasystole was mapped using the tactiflex se catheter. A map of the rvot was created in voxel mode. Since there was not good precision, the catheter was brought retrograde to map the lvot. It was requested to record the geometry from the beginning of the bar so the system was switched to navx mode. X-rays were also taken because there was difficulty inserting the tactiflex se catheter, due to the patients' anatomy. An sl0 sheath was used to support the tactiflex se catheter. The ensite x field frame was then removed as it disturbed the x-ray. The geometry and x-rays, with contrast medium, showed that there was a constriction. With the sl0 sheath, the tactiflex se catheter was able to be advanced easily. Shortly before the aortic arch high contact pressure of 85g occurred for a short time. There were then signals on the tactiflex se catheter even though it was in the aorta. Another x-ray was done with contrast medium and the patient expressed back pain. There was an unclear picture on the x-ray, however, an aortic dissection was suspected. The procedure was stopped, and the patient was sent for a CT scan that confirmed the aortic dissection. No ablation was performed. The patient is stable and has since recovered without intervention needed. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported aortic dissection not be conclusively determined.